Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the system would not bootup. After reviewing log file, fse found flex vision pc was not booting and it confirmed the issue of flex vision pc. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced the flex vision pc. After replacing the flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. It stopped at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.